Manufacturer narrative:
An eval of the device(s) cannot be performed as the device(s) was not returned to the MFR. The surgeon is asking the pt's permission. If device or additional info becomes available, the eval summary will be submitted in a supplemental report. The following other devices were listed in this report: triathlon press-fit stem, cat# 5566-s-012, lot# m3s24b; triathlon offset adapter, cat# 5570-s-040, lot# m3w39m; triathlon x3 cs insert, cat# 5531-g-511, lot# lbq224. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
"The pt had triathlon ts knee implanted in 2009 and had been complaining of tibial pain since (B)(6) 2010. The surgeon revised the tibial base plate, fluted and stem and offset and replaced it with another triathlon tibial base plate, cemented stem and offset."